Event description:
A customer reported experiencing a cgm error multiple times on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump with updated software. Customer will continue to use current pump; will rely on alternate method if necessary.